Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies found, the proximal conductor of the lead was distorted due to kinking/buckling and pulled/stretched/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (left ventricular) electrode of the lead was covered in blood and the helix of the lead was bent and distorted due to pull/stretch/overstress. The outer insulation of the lead was breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst commented that the lead was returned with the helix distorted/bent//pulled/stretched/overstress. Therefore helix length cannot be tested. Concomitant medical products: d334trm implantable cardioverter defibrillator: (B)(6) 2012. 4194 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead was found to be dislodged during an electrophysiology study. The physician decided to reposition the lead but it came out. A new lead was implanted. No patient complications have been reported as a result of this event.